Event description:
Additional information received reported that the cause of the event was due to the patient being unable to recharge the unit due to her physical and mental state. It was noted that the patient had an implantable neurostimulator replacement on 2010-(B)(6).

Event description:
It was reported the patient¿s rechargeable implantable neurostimulator (ins) was ¿awful¿ and "terrible" and it was too hard for them to recharge and to ¿get the thing zeroed in.¿ it was stated it was ¿so bad we had to have it changed.¿

Manufacturer narrative:
Concomitant products: product ID 64001, lot # n228821, implanted: (B)(6) 2010, product type adapter; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 3389-40, lot # j0537462v, implanted: (B)(6) 2005, product type lead; product ID 37651, serial # (B)(4), product type recharger; product ID 748251, serial # (B)(4), implanted: (B)(6) 2005, product type extension; product ID 748251, serial # (B)(4), implanted: (B)(6) 2005, product type extension; product ID 3389-40, lot # j0537708v, implanted: (B)(6) 2005, product type lead. (B)(4).